Manufacturer narrative:
Concomitant products: product ID 3888-33, lot# v532749, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot# v515780, implanted: (B)(6) 2010, product type lead; product ID 3487a-56, lot# v515780, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot# v499806, implanted: (B)(6) 2010, product type lead; product ID 3550-39, lot# n266024, implanted: (B)(6) 2010, product type accessory; product ID 3550-39, lot# n266024, implanted: (B)(6) 2010, product type accessory; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
Additional information received reported that by the day of the call the patient¿s back pain resolved. All of the vomiting gave the patient a sore back and it took a couple of days to go away. It was reported that the patient had some sort of stomach flu that had nothing to do with their device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital for three days, starting five days prior to the report. She "wasn't feeling good." Hospital stay was due to back pain, but she also had vomiting and diarrhea. The patient couldn't keep her pain medicine down. It was stated that it was "more than the stimulator could do" and that "she just needed some hospital." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.